Event description:
It was reported that the customer had received two motor error alarms from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer declined to return the product. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).